Event description:
On (B)(6) 2008, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and a left common iliac artery aneurysm. On (B)(6) 2012, a computed tomography angiogram revealed a type ii endoleak from the left hypogastric artery and left iliac artery aneurysm growth of approx 3cm. On (B)(6) 2012, the pt's left hypogastric artery was coil embolized and a gore excluder aaa endoprosthesis leg component was implanted to treat the type ii endoleak and aneurysm growth. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risk associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak. Please note add'l devices implanted and related to this event: (B)(4).